Event description:
It was reported that the pt had gone through a procedure due to mamma cancer. The pulse generator was going to be moved from the left side to the right. The atrial set-screw could not be tightened. The device was removed and replaced.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: it was reported that the reported field event of set screw not tightening was verified in the laboratory. Excess of medical adhesive was found inside the atrial hex inset. After removing the medical adhesive the atrial set screw could be retracted and tightened. The excessive medical adhesive was added during manufacturing.